Manufacturer narrative:
Correction: d4 and d9. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the motor sometimes be locked. Its rotation stops or does not rotate from the beginning unexpectedly. An error message may appear when repeating the locking state several times." No negative impact in state of health reported.